Event description:
The device was used during an unknown procedure. Reportedly, a popping sound was heard, the device was reloaded and the surgeon fired. The staples did not form properly and the device broke. Another device was used to finish the procedure. No patient injury was reported.